Event description:
A trilogy evo ventilator was returned to the manufacturer's product investigation laboratory (pil). There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's product investigation laboratory (pil), pil powered on the device and the device immediately had a ventilator inoperable alarm. The error code e-155 was reset and the device operated properly. Pil set up the device on the bench top and ran the device for an hour and the device ran without any alarms or failures. The device was tested on the test station and passed the applicable test steps. In the event log, e-155 evt_mach_flow_drift_high error codes were observed. Pil was able to duplicate the failure of the device and determined that the contamination of the machine flow sensor to be the cause the issue.